Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, the detected organic silicone rubber is not a component derived from the endoscope. Instead, it is a component found in agents such as antifoams and disinfectants. It is believed that the foreign material was generated when a mixture of these agents became lodged inside the nozzle. There was no damage to the area where the foreign material was detected. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer no obvious deviations from the instructions for use (IFU) were identified. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.